Event description:
The customer reported the cable was inaccurate. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter phone # is entered as "0000000000" as it exceeded the maximum allowable characters. Initial reported phone # is:(B)(6).

Manufacturer narrative:
Additional manufacturing narrative: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. During simulation testing, the cable passed manual and preset conditions and provided accurate measurements. The cable was determined to be functioning as designed., other, other text: initial reporter phone # is entered as (B)(6) as it exceeded the maximum allowable characters. Initial reported phone # is: (B)(6).

Event description:
The customer reported the cable was inaccurate. No consequences or impact to patient were reported.